Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was also reported that the patient experienced cytomegalovirus (cmv) infection and multiple other infections. The patient was hospitalized for the peritonitis, cmv and other infections. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unknown antibiotics for the peritonitis. Approximately a month later, patient was discharged from the hospital. The patient was still on antibiotics at home. The patient was recovering from the peritonitis. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report involves the same patient as in cmplnt-(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13g19034, h13h18018, and h13h04042 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.